Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a balloon rupture occurred. The physician placed a taxus express2 3.5x28mm drug eluting stent to the 90% stenosed lesion located in the calcified proximal to mid right coronary artery (rca). The physician then attempted to place another taxus 3.5x28mm stent to the mid to distal rca, but was unable to cross the lesion. Balloon angioplasty was performed at the edge of the initially implanted stent and then a few more attempts at crossing were performed, "with a few pushes," but at this point the balloon on the stent deliver system (sds) appeared to be ruptured. The procedure was completed with a different device. No pt complications were reported. Pt condition post procedure is noted as "good."